Event description:
Pt had a 4.5 mm cannulated screw implanted in the ankle. During a f/u x-ray metal shards were discovered in the ankle. Revision surgery was done to remove the metal from the ankle.

Manufacturer narrative:
Add'l info has been requested. Part#: complaint originally filed under mfg rpt # 1719045-2007-00093, part # 214.550, lot unk. Part number has been updated. On lot number was provided, with out a lot number, a review of the device history record could not be performed. Prod was rec'd as tiny fragments of metal, bone, and soft tissue in clear solution. If the self drilling portion of the thread catches on something thread peeling can occur. Initial complaint does not specify whether or not the screw made contact with anything.